Manufacturer narrative:
Additional information was received on 14-may-2025. It was indicated that the patient did not require extended hospitalization. Therefore, the code of hospitalization or prolonged hospitalization (f08) was removed from h 6. Health effect - impact code. It was replaced with recognised device or procedural complication (f15). Correction to the initial report: the code of surgical intervention (f19) was removed from h 6. Health effect - impact code, as there was no indication the patient underwent surgical intervention and no indication that a drain was placed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31501288l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that during and after the cardiac ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced cardiac tamponade treated with drainage (40ml fluid removed) and prolonged hospitalization. The information indicated that during and after the procedure, the patient's blood pressure decreased. A small amount of pericardial effusion was observed. Drainage was performed and the vital signs stabilized. Subsequently, the patient¿s condition improved, and the procedure was completed as planned without any issues. Only 40ml of blood was drained, which was a very small amount. No abnormalities were observed prior or during use of the products. The physician¿s opinion on the cause of this adverse event was procedure. There was a feeling of the varipulse catheter being stuck while moving it from left superior pulmonary vein (lspv) to left inferior pulmonary vein (lipv). That was about all that the physician could think of the cause. It is possible that the abrasion caused by varipulse led to the occurrence of the event. The outcome of the adverse event was the patient improved and fully recovered (no residual effects). The patient was discharged on (B)(6) 2025. One catheter exchange occurred during the procedure. Activated clotting time (act) was kept around 350sec. There was one site for septal puncture.